Manufacturer narrative:
Section is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is not funneling fluid through the line. It is leaking when connected no patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was returned for analysis and has been evaluated. The returned device was received in used condition without its original packaging and was contained in a plastic bag. Visual and functional testing were performed. The device was visually inspected at a distance of 12 inch to 24 inch and normal conditions of illumination. An occlusion was detected in the union between the female luer and the tube. During functional test, a syringe was used to infuse water inside of the ay bag. Water did not pass through the female luer. The root cause of the reported event was due to production personnel did not detect occlusion between the female luer and 8 inch tube. No actions were taken for the primary concern reported issue; however, a quality alert was generated and production personnel were trained regarding reinforcing the visual inspection in the female luer and 8? Tube connection in order to detect occlusion for excess solvent.

Manufacturer narrative:
Event date was updated. No patient involvement. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional info received via email 31-aug-2022. Event date was updated. No patient involvement.